Event description:
It was reported that the adaptor connector pin was changed from socket 2 to socket 1 during a revision surgery. The reason for the revision was unknown. It was noted that the patient was ¿ok.¿

Manufacturer narrative:
(B)(4).